Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm increased the pump's basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 173 mg/dl, and the meter bg reading was low. Reportedly, the customer experienced convulsions due to the low bg. The customer's mother administered a glucagon injection and ambulance staff provided intensive carbohydrates (liquid) to initially treat the low bg. The customer was subsequently taken to the emergency room (ER) and was hospitalized where healthcare providers obtained blood and urine samples; however, no treatment was provided to address bg. Customer was released from the hospital on the 25th of december with the issue resolved and no permanent damage.